Event description:
This rv lead had a fracture. The physician went in for a lead revision and found the left side occluded so this lead was capped. A new system was implanted on the right. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.